Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent left proximal femoral derotation osteotomy with blade plate fixation and left patella re-alignment on (B)(6) 2015 and suture was used. Following the procedure, the wound was open and internal suture visible and intact. The left knee dehisced distal and the knee was positive for suture smell. The wound borders were good proximal, open but less concerning. The patient was taken to the or for wound closure on 06/07/2015. The patient was subsequently found to be mrsa positive and received 9 weeks of antibiotic treatment. The patient was discharged to home.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2015 and suture was used. Approximately two weeks following the procedure, the patient experienced suture spitting at wound site and infection. The patient was possibly re-sutured. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/06/2016. The procedure was a left proximal femoral derotation osteotomy with blade plate fixation and left patella re-alignment. The patient required re-suturing on (B)(6) 2015. The wound was opened and internal sutures were visible. It is reported that the patient was discharged home from the hospital. The patient underwent incision and debridement of left proximal, medial and lateral femoral wound dehiscence. Cultures grew pseudomonas aeruginosa. The surgeon cleaned and sutured left groin incision on unit (B)(6) 2015, but was sent to a facility (B)(6) 2015 for left hip dehiscence.